Event description:
It was reported that during da vinci-assisted inguinal hernia surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report question marks on both monopolar and bipolar setting. The customer attempted to swap out instrument energy cords (3 each), but the issue remained. The tse viewed system logs with no errors noted. The tse recommended to power down the system and generator, and then power the system back on first and then the generator once "da vinci is ready" was heard. The customer performed this, but the issue remained. The tse suggested to swap out the instrument cord and attempt a different bipolar instrument. The customer attempted this, but the issue remained. The tse then suggested to hard power cycle the vision side cart (vsc), power down the generator, reseat the rcb cable on the back, power the system back on and once "da vinci is ready" was heard, power the generator back on. The customer attempted this, but the question marks were still present. No other vsc was available at the time of the call. The customer did have a 3rd party generator and the activation cable but the only cable that was able to connect was the bipolar. The customer stated that the valley lab generator that they used with their old si system, the monopolar only has 4 prongs and not six. The customer stated that they did have a ft-10 available. The tse informed the customer that the ft-10 has not been validated. Site was going to continue with the case using bipolar for the moment but was going to have their bio med track down another generator. Tse did inquire about the instrument energy cable lives and the customer stated that they did not keep track of these. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: system functionality was checked upon powering on the system and no faults were noted. To resolve the issue, site did power system off/back on, changed bipolar and monopolar cords, changed instruments, reseated cable in back of generator, hard reset on system. The procedure was completed robotically with a valley lab generator with no injury. Surgeon was not able to use monopolar due to valley lab connections.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis (fa). Fa was not able to reproduce the reported complaint. The unit energized and cauterized and all ports recognized instruments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the video processor involved with this complaint to perform failure analysis (fa). Fa was not able to reproduce the reported complaint. This unit was installed into the test system and video test was performed, 10 minutes sine cycle, 10 power cycles and sat idle for 1 hour. System came up with no errors and good video. Fa could not replicate report issue. In addition, the monopolar and bi-polar instruments were used to test all monopolar and bi-polar ports. The system was able to energize and cauterize all ports.

Event description:
Refer to h10/h11 for follow-up information.